Manufacturer narrative:
Patient sex and weight were not provided. When the requested information becomes available, a supplementary report will be submitted. Lot information is unknown. If additional information becomes available a supplementary report will be submitted.

Event description:
(B)(4), after clinical procedure, patient experienced failure of implant to integrate.